Event description:
It was reported the pt (B)(6) began to notice an increased recharge burden on (B)(6) 2012. Since that time, the pt reported a sudden loss of stimulation. The ipg is no longer able to communicate with the pt programmer or charging system. A replacement antenna did not resolve the issue. An additional pt programmer and charging system were tried to no avail. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.